Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (102 service code, charge profile fault, discharge profile flags) was isolated to an defective r45 resistor on the computer/analog board. The root cause for the defective r45 resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that an electrode belt was displaying a service code 102, profile faults, and discharge profile faults.